Manufacturer narrative:
H3 other text : device not returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in airpath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in airpath. There was no report of patient harm or injury. The updated describe event or problem will be: the manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in airpath. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. During the evaluation, the device was visually inspected and no visible foam particles were observed. Additionally, the patient's complaint was not confirmed, contamination was also observed and the device was scrapped. In box d: product UDI, operator of device - other, device serviced by 3rdp, are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action (2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ (B)(4) (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.